Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('organ perforation') in a (B)(6) year old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: no relevant personal surgery-medical records. In 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria hospitalization and intervention required), swelling ("swelling"), pelvic pain ("pelvic pain"), hypersensitivity ("allergic reaction "), metallosis of globe ("metallosis"), depression ("mood-related depression"), dyspareunia ("extremely painful intercourse"), nerve compression ("constant pinching"), tooth disorder ("teeth problems"), arthralgia ("joint pain") and alopecia ("hair loss"). The patient was hospitalized from (B)(6) 2018 to (B)(6) 2018. The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2018). At the time of the report, the fallopian tube perforation, swelling, pelvic pain, hypersensitivity, metallosis of globe, depression, dyspareunia, nerve compression, tooth disorder, arthralgia and alopecia outcome was unknown. The reporter considered alopecia, arthralgia, depression, dyspareunia, fallopian tube perforation, hypersensitivity, metallosis of globe, nerve compression, pelvic pain, swelling and tooth disorder to be related to essure (ess205). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('organ perforation') in a 39-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: no relevant personal surgery-medical records. In 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria hospitalization and intervention required), swelling ("swelling"), pelvic pain ("pelvic pain"), hypersensitivity ("allergic reaction "), metallosis of globe ("metallosis"), depressed mood ("mood-related depression"), dyspareunia ("extremely painful intercourse"), nerve compression ("constant pinching"), tooth disorder ("teeth problems"), arthralgia ("joint pain") and alopecia ("hair loss"). The patient was hospitalized from (B)(6) 2018 to (B)(6) 2018. The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2018). At the time of the report, the fallopian tube perforation, swelling, pelvic pain, hypersensitivity, metallosis of globe, depressed mood, dyspareunia, nerve compression, tooth disorder, arthralgia and alopecia outcome was unknown. The reporter considered alopecia, arthralgia, depressed mood, dyspareunia, fallopian tube perforation, hypersensitivity, metallosis of globe, nerve compression, pelvic pain, swelling and tooth disorder to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-mar-2021: no new information received, update to imdrf/FDA codes only. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('organ perforation') in a 39-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: no relevant personal surgery-medical records. In 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria hospitalization and intervention required), swelling ("swelling"), pelvic pain ("pelvic pain"), hypersensitivity ("allergic reaction "), metallosis of globe ("metallosis"), depressed mood ("mood-related depression"), dyspareunia ("extremely painful intercourse"), nerve compression ("constant pinching"), tooth disorder ("teeth problems"), arthralgia ("joint pain") and alopecia ("hair loss"). The patient was hospitalized from (B)(6) 2018 to (B)(6) 2018. The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2018). At the time of the report, the fallopian tube perforation, swelling, pelvic pain, hypersensitivity, metallosis of globe, depressed mood, dyspareunia, nerve compression, tooth disorder, arthralgia, and alopecia outcome was unknown. The reporter considered alopecia, arthralgia, depressed mood, dyspareunia, fallopian tube perforation, hypersensitivity, metallosis of globe, nerve compression, pelvic pain, swelling and tooth disorder to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available will be provided in a supplementary report.